Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The procedure was performed from the left femoral approach. The 100% stenosed lesion was located in a moderately tortuous and calcified left anterior tibial artery. The coyote es otw 2mm x 20mm x 142cm balloon catheter was used for pre dilation. On the first inflation, the balloon ruptured at six atmospheres. The procedure was completed with a sterling sl 2x150mm and 2.5x150mm balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The procedure was performed from the left femoral approach. The 100% stenosed lesion was located in a moderately tortuous and calcified left anterior tibial artery. The coyote es otw 2mm x 20mm x 142cm balloon catheter was used for pre dilation. On the first inflation the balloon ruptured at six atmospheres. The procedure was completed with a sterling sl 2x150mm and 2.5x150mm balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination showed the tip was damaged. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole adjacent to the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).